Event description:
A call to technical services reported during interrogation of the implantable pulse generator (ipg) in preparation for implant, it tripped to elective replacement indicator status. The ipg was able to be reset; however, caller was advised not to use the ipg and return it for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. Primary analysis finding: no anomalies found. Analyst visual comments noted: device programmed prior to implant and elective replacement indicator was set for (B)(4)-2010.